Event description:
It was reported that a person using an ilet with a g7 cgm experienced hypoglycemia overnight, received low and urgent low alerts, treated with oral carbohydrates, and subsequently observed hyperglycemia followed by another hypoglycemic episode before stabilizing. Symptoms included shakiness consistent with low glucose. Outcomes included transient urgent low glucose without hospitalization, with recovery after oral glucose administration and education on hypoglycemia treatment to avoid overtreatment. Investigation included customer-care troubleshooting and education regarding low glucose management and device algorithm behavior during correction. Investigation of this case revealed no device malfunction, with the ilet correction algorithm functioning as designed while the pattern was consistent with patient overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia leading to rebound hyperglycemia and subsequent low.